Event description:
Attorney reported: the following is per legal complaint (B) (4): on (B) (6) 2006 - patient underwent a ventral hernia repair. Her medical records indicate that a bard composix e/x mesh was implanted in this procedure. On (B) (6) 2007 - pt had this mesh removed due to the injuries caused by the previously-implanted bard composix e/x mesh. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.